Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). In 2004 about 2 weeks later, the vad coordinator contacted the manufacturer reporting that the patient went back to or 2 days prior for sudden bleeding. The patient had been ambulating when the patient's flows went down for a moment. The patient was put back in bed and flows decreased wide complex vt. The patient was brought to the or and the vad coordinator stated that the patient was bleeding. The surgeon reported that the inflow valve eroded a rima graft from a previous CABG surgery. The bleeding was corrected and the patient is in ICU intubated, alert and oriented. The vad is running in a auto mode rate with good flows and stroke volume. Patient remains on lvad support.